Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw in the implantable cardioverter defibrillator (ICD) header became stuck sideways. Then the grommet was damaged while trying to straighten the set screw. The ICD was not implanted and another one was used. No patient complications have been reported as a result of this event.